Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that this right ventricular (rv) lead was being extracted due to a therapy upgrade/downgrade, where helix retraction issues were encountered when trying to remove the lead. Product investigation found a fracture of inner coil near is-1 terminal end. The lead for the new therapy was implanted. No adverse patient effects were reported.